Event description:
It was reported by service report that the bed exit was not alarming at the nurses station. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: nurse call cord - headwall interface cable.